Manufacturer narrative:
A review of the manufacturing history confirms no non-conformances were identified. The device has not been returned for evaluation. Requests are being made for additional information and a supplemental report will be provided if this information is received.

Event description:
It was reported by the surgeon that the jts drive unit used to extend the non-invasive extendible prosthesis is faulty and not working as intended. It is thought that it is shortening the patient's leg rather than lengthening it.